Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the docking o ring and the helium tank gasket. The fse watched for potential leakage for 60 min. No leaks were found. The fse completed the calibration. The unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event was reported.